Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold. Additional information was obtained indicating that the physician thought that the most probable cause of the high threshold was lead movement or tissue interface was changed. Thus, this lv lead was surgically abandoned. No additional adverse patient effects were reported.